Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history records (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that they experienced an occlusion issue and eye swelling during a procedure. The issue recurred after changing the handpiece. The patient outcome is not known. Additional information has been requested but not received to date.